Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a corinal aspiration procedure. According to the complainant, during the procedure, the needle became bent in use at a 90 degree angle, and would not come back out of the scope. The physician had to remove the scope in order to get the needle out. The physician was able to get enough of a specimen from other needles and completed the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.